Manufacturer narrative:
Date of explant is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 1627487-2020-21788. It was reported that patient developed an infection. The device system was explanted a few months post implant procedure. Patient did not consent to further outreach. No additional information is available.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.